Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level and visited to the emergency room with the blood glucose level of 500 mg/dl on (B)(6) 2018. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer's current blood glucose level was 200 mg/dl. The customer was treated by the insulin pump. The customer was wearing the insulin pump at the time of the hospitalization. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.